Event description:
On (B)(6) 2024, after inserting the icy catheter (lot unknown) from the femoral vein along the guidewire (lot unknown), the guidewire could not be removed. Even with a certain amount of force, the guidewire could not be removed. So, to avoid further straining the patient, the medical doctor removed the catheter and reinserted a new catheter. This time the guidewire was removed without any problems, so temperature management was initiated. The equipment in question was discarded, and no additional information is available. No patient injuries were reported.

Manufacturer narrative:
The icy catheter involved in the reported complaint will not be returned for evaluation because the customer has disposed of it. Therefore physical investigation could not be performed and the root cause could not be determined.